Event description:
User facility reports result higher than reference with the protime microcoagulation system. Protime generated a 9.9 inr result. Pt was tested a few hours later at the reference laboratory and the result was 2.4 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Method - actual device evaluated (instrument). Process eval performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specs. Result - complaint was not confirmed through the instrument eval.